Event description:
A medtronic representative reported the surgeon was inaccurate with the axiem stylet during a shunt procedure. They were a few mm inaccurate when the entry point was being verified on the patient. The medtronic representative reported that they were accurate with the pointer probe after registration. The patient tracker was reported to have moved after going sterile for the procedure. Navigation was discontinued after the incision was made during surgical access. The shunt was successfully placed without navigation. No impact to the patient.

Manufacturer narrative:
Serial number not available at time of this report. No files have been received by the manufacture for evaluation. Software has not been evaluated as of the date of this report.